Event description:
During the second dialysis treatment, 5 minutes after connection, the patient felt faint, and experienced a short loss of consciousness, cutaneous redness and a feeling of suffocation.